Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during side to side anastomosis of the small intestine in an open low rectum resection and stoma, the firing the loading unit stop/block and it was not possible anymore to squeeze the handle. There was a staple line incomplete at the proximal area. There was no patient injury.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.